Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml in the reservoir. Visual examination of the unit confirmed that the coil cap separated from the cover. The systemic root cause of this failure mode was determined to be a manufacturing defect. Additionally, visual examination of the sample noted the tip of a filling syringe was broken and stuck inside the fill port. This incident was addressed in report number 6000001-2012-07567. No repair was done, as this is a single-use device which will be discarded. This issue has been escalated to CAPA.

Event description:
Baxter (B)(4) received a report that the coil cap of (1) ce infusor lv10 had detached from the housing while withdrawing the syringe from the fill port. This happened during preparation. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4) - the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.